Manufacturer narrative:
Follow-up #1: date of submission 02/26/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the original complaint of ¿line through the display¿ was unable to be confirmed. The display screen was fully functional, clear and legible. The pump was opened and the display flex was fully seated and secured in the connector. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.